Event description:
(B)(4). It was reported that during a stenting treatment procedure, a transient side branch occlusion occurred. In (B)(4) 2012 - the physician was treating two target lesions. The first was 85% stenosed, de-novo target lesion located in the mid left anterior descending artery (lad) and was 15 mm long with a reference vessel diameter of 2.50 mm which was treated with direct stent placement using a 2.50 mm x 20 mm promus element plus stent, with 0% residual stenosis. The second target lesion was located in the proximal left circumflex (lcx) with 90 % stenosis and was 20 mm long with a reference vessel diameter of 2.50 mm which was treated with pre-dilatation and placement of a 2.50 mm x 28 mm promus element plus stent, with 0% residual stenosis. Post index procedure, prior to discharge, following the placement of the 2.50 mm x 28 mm promus element plus stent in the proximal lcx a transient side branch occlusion was noted which was treated with medications. The event was considered resolved and the patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).